Event description:
The smr reverse prosthesis was implanted on (B)(6)-2011 as a revision of a trauma hemiarthroplasty. This patient has (B)(6) and is a long term alcoholic. He needed another revision (performed on (B)(6)-2015) due to an obvious infection. Unusually, all components were removed with little difficulty and upon observing there was little to no bone ingrowth on the removed items. No new devices were implanted. The event occurred in (B)(6).

Manufacturer narrative:
The check of the manufacturing charts of the lot # involved did not show any anomaly on these devices, which were all regularly sterilized before being placed on the market. Some photos of the explants showed no osseointegration on the devices. No further info (x-rays, explants) on this case is available. By the event info, it's quite clear that the patient was predisposed to an infection, and our IFU provided with the smr shoulder system advise that "drug use or alcoholism" and "patient resistance to disease generally weakened" are risk factors to be considered when using our prostheses. (B)(4). No corrective actions for this specific case have been defined. Limacorporate will keep monitored the market. Devices not returned.